Manufacturer narrative:
Product ID 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had their ins¿s replaced recently and since the replacement the patient had shocking around the ins site and when they palpate/push/touch the sensation intensifies. The caller stated the doctor did an x-ray already and didn¿t find anything. The impedances appeared normal. Additional information from the rep was received: they stated that the boot covering the junction of the lead and extension wire on the left side was not there when the surgeon performed exploratory surgery. The patient had a shocking sensation in their neck on the left side. That had been going on for several months per the patient but was very mild. After a recent bilateral battery replacement, the shocking on the left nick side increased in intensity, so the patient was referred back to the surgeon by the neurologist the neurologist reported that all impedances on the left dbs side were in normal range. (B)(6) 2019 they were informed about the situation and the surgeon did perform the exploratory surgery to see what the problem was. In pre-op the surgeon palpated the extension wire and noticed that the connection junction between the left brain lead and extension wire had dropped from behind the ear down the neck just above the clavicle area. In surgery the surgeon confirmed that and noticed that the boot was not covering the junction between the lead and extension. The surgeon thought that was why the patient was getting shocking sensation in that area. The surgeon did explant the extension wire and replaced it with a new extension wire. The impedances were still ok intra-operatively and the patient did not have shocking sensation when they woke up post-op. Their dbs was turned back on and that seemed to correct the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the boot issue was believed to be the cause of the shocking sensation. According to the rep. The cause of why the boot wasn¿t covering the junction between the lead and extension wasn¿t determined and the cause was unknown. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had their ins¿s replaced recently and since the replacement the patient had shocking around the ins site and when they palpate/push/touch the sensation intensifies. The caller stated the doctor did an x-ray already and didn¿t find anything. The impedances appeared normal. Additional information from the rep was received: they stated that the boot covering the junction of the lead and extension wire on the left side was not there when the surgeon performed exploratory surgery. The patient had a shocking sensation in their neck on the left side. That had been going on for several months per the patient but was very mild. After a recent bilateral battery replacement, the shocking on the left nick side increased in intensity, so the patient was referred back to the surgeon by the neurologist the neurologist reported that all impedances on the left dbs side were in normal range. On (B)(6) 2019 they were informed about the situation and the surgeon did perform the exploratory surgery to see what the problem was. In pre-op the surgeon palpated the extension wire and noticed that the connection junction between the left brain lead and extension wire had dropped from behind the ear down the neck just above the clavicle area. In surgery the surgeon confirmed that and noticed that the boot was not covering the junction between the lead and extension. The surgeon thought that was why the patient was getting shocking sensation in that area. The surgeon did explant the extension wire and replaced it with a new extension wire. The impedances were still ok intra-operatively and the patient did not have shocking sensation when they woke up post-op. Their dbs was turned back on and that seemed to correct the issue. There were no further complications reported.